Manufacturer narrative:
Evaluation was not performed; device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure (left thyroidectomy), the user experienced leaking with the nim trivantage emg tubes.